Manufacturer narrative:
The device location was not provided, but it is reportedly not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional extracorporeal membrane oxygenation (ECMO) interventional procedure. The suture of the first proglide was successfully pre-placed. Reportedly, a suture break occurred with the second proglide device. The suture of a new proglide was successfully pre-placed. The sheath was upsized to a 21f sheath and the ECMO procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.